Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that stress of repeated use, external factors, or handling of the device led to the malfunction. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found connecting tube had coating peeling, adhesive on bending section cover had a chip, control unit was sticky due to water leakage, electrical connector was sticky due to water leakage, bending angle in up direction did not meet the standard value due to wear of angle wire, and control unit was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was water leak at the tip when using the bronchovideoscope. The device was returned for evaluation. During the device evaluation, the insertion site soft tube had coating peel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.